Event description:
It was reported that during a hemicolectomy procedure, during use in the body cavity, while trying to articulate the jaws of the device to the side, a strong clicking sound was heard from the device. Since that click had been heard the device wasn`t able to articulate to one of the sides any-longer, making it difficult to continue with the surgery without that key feature. The procedure was prolonged by five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). The analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received without cartridge reload loaded on the device. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth and the articulation rack were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.